Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device issue: kink. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician using the perclose proglide device attempted arteriotomy closure of the unspecified vessel after an unspecified procedure. Reportedly, during use an unspecified part of the device kinked. A second proglide device was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.